Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was getting low flow less than 1lpm on the arctic sun device. They have already changed the pads and the device. They were using (s/n: (B)(4) when they called. Now they were using (s/n: (B)(4). Initial inlet pressure was -2.7psi, system hours were 1001 and pump hours were 820. Nurse moved pads to the other machine and inlet pressure was out of specifications there as well showed -5.8psi, system hours were 8536, pump hours were 7818. Arctic gel pads were disconnected and reconnected using proper technique. The flow rate issue was not resolved. Mss offered to put the device in manual control and test each pad. Nurse declined and decided to continue therapy on the newer device. Mss explained that the low flow rate would directly impact the ability of the water temperature to get warm. Mss explained that either nurse or biomed should contact to finish troubleshooting the device.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high. "The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the nurse was getting low flow less than 1lpm on the arctic sun device. They have already changed the pads and the device. They were using (s/n (B)(6)) when they called. Now they were using (s/n (B)(6)). Initial inlet pressure was -2.7psi, system hours were 1001 and pump hours were 820. Nurse moved pads to the other machine and inlet pressure was out of specifications there as well showed -5.8psi, system hours were 8536, pump hours were 7818. Arctic gel pads were disconnected and reconnected using proper technique. The flow rate issue was not resolved. Mss offered to put the device in manual control and test each pad. Nurse declined and decided to continue therapy on the newer device. Mss explained that the low flow rate would directly impact the ability of the water temperature to get warm. Mss explained that either nurse or biomed should contact to finish troubleshooting the device.